Manufacturer narrative:
The device remains implanted. Pending no product return investigation.

Event description:
As reported by the field clinical specialist, twelve years post implant of the 26mm sapien valve in the aortic position, the patient was symptomatic and diagnosed with stenosis and central leak. A valve in valve sapien 3 ultra valve was placed without complications.

Manufacturer narrative:
The device remains implanted. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. No imagery was provided for review. The reported event is an anticipated risk of the transcatheter heart valve procedure. Additional assessment of the failure mode is not required at this time. Devices implanted five years or greater with reported calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) do not require an engineering evaluation. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 12 years post valve implant could not be confirmed, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis. Control limits are managed and assessed. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required. Valve remains implanted.